Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14nov2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the epap (expiratory positive airway pressure) machine was set to 4.0 but wouldn't decrease below 6.0.the unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 02jan19 .date rec¿d by MFR: 28dec18. The manufacturer¿s international service technician could not duplicate the reported issue. The manufacturer¿s international service technician checked the unit overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.